Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered a single inappropriate shock due to t and p wave oversensing. The episode was reproducible on the clinic follow up, the device was reprogrammed, and an x ray was performed. Nonetheless, the technical services (ts) recommended to replace the s-ICD system since all three sensing vectors were determined to be unsuitable and there was no option to reprogram. The patient has a history of inappropriate shocks due to non physiologic artifacts possibly related to a sense b sensing issue. Subsequently, this electrode was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered a single inappropriate shock due to t and p wave oversensing. The episode was reproducible on the clinic follow up, the device was reprogrammed, and an x ray was performed. Nonetheless, the technical services (ts) recommended to replace the s-ICD system since all three sensing vectors were determined to be unsuitable and there was no option to reprogram. The patient has a history of inappropriate shocks due to non physiologic artifacts possibly related to a sense b sensing issue. This electrode remains in service. No adverse patient effects were reported.